Event description:
A customer reported occlusion issues with their tandem mobi pump during bolus delivery, despite following instructions and using recommended supplies. The pump's occlusion alarm was acknowledged but did not adversely impact the customer's blood glucose level, which remained relatively normal. As a resolution, the clinical support team recommended a pump replacement, and the customer was advised to continue using the current pump until the replacement arrives.